Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant migrated posteriorly post-operatively at c6/7 and the patient presented with pain. A revision was performed to remove and replace with a fusion device. The initial construct was a two-level at c5/6 and c6/7. The patient was doing well after the revision case.